Event description:
While attending (B)(6), during the q/a session one speaker stated that he had issues explanting an infected zenith fenestrated aaa endovascular graft from a patient that resulted in death. Specifically, he indicated that the iliac legs ¿shredded¿ the vasculature during explantation resulting in severe/uncontrolled bleeding. This comment resulted on further discussion on explanting devices, including those from cook.